Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Cts provided guidance for a complete pump reset, walked the caller through the process, and assisted with restarting the sensor session and reloading the cartridge. The issue was resolved as the caller successfully started their sensor session.